Event description:
It was called in to technical services on 4/6/11 that this rv lead has noise and 52 events since last check. Impedance fine, thresholds fine. Isometrics and pocket manipulations did not reproduce noise. Did sample impedance and it didn't change. Device did inhibit pacing. Don't know if symptomatic. Rep doesn't know what md is going to do. Patient is a hb patient, and pacing was inhibited but he does not know if patient was symptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).